Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a percutaneous transluminal peripheral vascular procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and during catheter manipulations over a guidewire, under fluoroscopy the tip detached. The physician successfully used a vascular snare device to externalized the foreign body liberating the vessel with no additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.